Event description:
It was reported that during a prostate procedure, the errors indicative of a resonator malfunction were observed. The errors were not able to be cleared. The procedure was completed with "turp." No injury to the patient was reported.

Manufacturer narrative:
The console was evaluated and repaired in the field on (B)(4) 2013. A review of the service cases for this laser ((B)(4)). Revealed that there has been no reported reoccurrence of this event type since the service repair was completed and the laser was released to the customer for use.